Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
As part of the (B)(4) study ((B)(4)), an explant form indicating the following event was received. On (B)(6) 2008, the patient underwent an explant procedure for the following: unacceptable hemodynamics; along with calcification, insufficiency and stenosis or obstruction of allograft conduit. The allograft was explanted; however, the hospital indicated that the event was not related to the failure of the cryolife allograft. A review of the processing records indicates the allograft met all specifications prior to release. A review of relevant clinical literature indicates that an explant at approximately 6.5 years due to structural valve deterioration is not unexpected. A medical review of the available information also indicates that this is not an unexpected outcome. The precise cause of the event cannot be determined, however; immunologic, metabolic, and matrix degeneration factors are likely contributory factors.

Event description:
As part of the cryovalve sg aortic human heart valve retrospective/prospective, multi-center, (B)(4), an explant form indicating the following event was received. On (B)(6) 2008, the patient underwent an explant procedure for the following: unacceptable hemodynamics; along with calcification, insufficiency and stenosis or obstruction of allograft conduit. The allograft was explanted; however, the hospital indicated that the event was not related to the failure of the cryolife allograft.